Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information provided, a sample specific issue was suspected.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high hba1c iii tina-quant hemoglobin a1c iii result for one patient sample. The initial testing did not give a numeric result. The tech performed a dilution and the result was 35.4%. This result was reported outside the laboratory as >35%. The next day, the diabetes education coordinator questioned the result as she had never seen a result that high. The sample was repeated and the result was 16.0 %. A corrected report was issued. There was no adverse event. The reagent lot number was 13561401 with an expiration date of 12/31/2017. This customer stated the patient was "in ICU getting glucose done very two hours." So she felt his glucose/ a1c was out of control. A service visit was not performed as the issue was believed to be sample specific. The customer did not report any issues with other samples or applications. Review of the calibration and qc data provided found they were inconspicuous.